Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe had a defective plunger that exhibited stopper separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Lot numbers 8081834 and 7206988 for product code (B)(4) were provided for evaluation by our quality engineer team. A device history record review did not reveal any quality issues during the production of either provided lot number that may have contributed to the reported incident. As neither a physical sample nor a picture sample was available for return, a thorough sample investigation could not be completed. Based on the limited investigation results and due to the absence of an actual sample, the complaint could not be substantiated and an exact cause could not be determined for the reported incident. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd posiflush xs pre-filled flush syringe had a defective plunger that exhibited stopper separation. No serious injury or medical intervention was reported.